Event description:
Information was received the patient underwent full revision surgery, and both the generator and lead were replaced. The facility at which the devices were explanted is historically a no return site. No other relevant information has been received to date.

Event description:
It was reported that the patient had a rafting accident in (B)(6) of 2018 and it was found that the vns lead was fractured after x-rays of his ribs were taken. The high impedance was confirmed when the patient's vns device was interrogated. It was also stated that the patient cannot feel vns stimulation. A broken rib and trauma was reported however the doctor cannot confirm if the lead break was due to the rafting accident. Clinic notes from 2016 were also attached and showed that during the time implant for the patient's current device the impedance was seen as 2903 ohms. Indicating normal functionality of the device at the time. No known surgical intervention has occurred to date, and no other relevant information has been received to date.